Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was experiencing pain and soreness at the implantable neurostimulator (ins) site. The patient described it as a burning sensation and thought it may be up against a nerve or muscle. It was noted that this had been an issue since the patient was implanted on (B)(6) 2014. The patient wanted to have their ins reprogrammed, removed or replaced. They were redirected to their healthcare provider (hcp) to have their device checked and discuss all of those matters. Indications for use are spinal pain and chronic low back pain.